Event description:
Medtronic received information that during the implant procedure of this transcatheter bioprosthetic valve ((B)(6)) the valve was recaptured within the delivery catheter system (dcs) 3 times. The reason for the recaptures was not provided. This system was removed from the patient. A different valve ((B)(6)) was loaded onto a different dcs and successfully implanted. At an unspecified time during the implant procedure, the rhythm changed from normal sinus rhythm to atrial fibrillation. Intravenous medication was required. The atrial fibrillation resolved the same day and was reported as possibly related to the procedure and probably related to the transcatheter valve. Following the procedure while still in the catheterization laboratory, the patient was not responding appropriately and was mildly confused and nausea presented. No treatment reported for the confusion which was reported as causal to the procedure and probably related to the valve. The confusion resolved the same date. Intravenous medication was delivered for the nausea. The nausea was reported as causal to the procedure. The nausea resolved 2 days following the implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na product ID evolutfx-26 ((B)(6)); product type: 0195-heart valves; implant date: na; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Should additional reportable information be received, a supplemental regulatory report will be submitted for the reportable information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that with the first deployment attempt of the initial valve ((B)(6)) the valve dislodged supra aortic which was reported as major. The delivery catheter system (dcs) recaptured the valve. Following this recapture, the atrial fibrillation started. With the second deployment attempt the valve was supra annular. This was reported as minor, but the valve was recaptured. With the third deployment attempt, the valve was also supra annular with dominant on the left cusp. As result, the valve was recaptured and the system removed.

Event description:
Additional information received which indicated that there was no patient anatomy that was a contributing factor to the recaptures; however, it was noted that low overall calcium burden may have contributed. The acute confusion that developed was possibly related to the long pacing runs.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received which indicated that first delivery catheter system (dcs) recaptured the valve 3 times due to an incorrect valve position.